Event description:
A manufacturer received info alleging a ventilator's power button does not operate properly. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The ventilator's system pca was replaced to address this issue.